Event description:
The rep is reporting that 3 months after a rotator cuff procedure, the patient was symptomatic of a tear. An MRI revealed a rotator cuff tear. During the revision surgery (4 months post-op), two spiralok eyelets were found attached to the rotator cuff. The two eyelets were retrieved in addition to the upper 1/3 of the threaded portion of one of the anchors. The surgeon used two 6.5 spiraloks to repair the rotator cuff tear. The rep stated that the surgeon always awled and tapped to the laser line and that the bone quality of the patient was average. {see also associated MDR 1221934-2007-00012}.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, this failure mode is typically attributed to user technique. One hypothesis is that the anchor could have been inserted off axis. This could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, although not conclusive, no other root-cause can be determined other than those cautioned against in the IFU. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause outside of our initial hypothesis, a follow-up report will be filed.